Event description:
Allegedly, the American (US) Joint Replacement Registry (AJRR) 2025 annual report provided information on the Dynasty Biofoam Shells used in combination with Profemur Z Cementless Stems. There were 44 reported revisions for Dynasty Biofoam Shells in combination with Profemur Z Stems. The report does not specify the adverse events or which components were revised.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.